Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31580900l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch sf and suffered a cardiac tamponade which required a pericardiocentesis. During ablating the right pulmonary vein, the blood pressure decreased, and cardiac tamponade was observed. Pericardiocentesis was performed, and the blood pressure increased after draining 300ml of fluid. The patient was transferred to the intensive care unit (ICU) for observation. The physician¿s assessment regarding health hazard was not-serious (moderate/mild). No extension of hospitalization. The visitag coloring settings was tag index. The visitag additional filter was fot. The physician¿s comment on the relationship between the event and the product was that it is unlikely that j&j products were the cause. No abnormalities observed prior/during use of the product. Additional information was received on 14-aug-2025. The intervention provided was drainage was performed, 300ml of venous blood was drained, and the patient did not require cardiac surgery. The outcome of the adverse event was improved. The energy delivered was radio frequency (rf). Additional information was received on 22-aug-2025. The physician¿s opinion on the cause of this adverse event was possibly a procedure related prior to septal puncture. The patient has been discharged from the hospital as planned. The procedural act during procedure was 300-400 seconds. No exchanges noted for catheters and sheaths. One transseptal puncture site was performed during the procedure. The number of performed ablations was 24 ablations with rf energy. The ablations performed within the pulmonary veins were left 20 and right 4. No ablations were performed outside the pulmonary veins. Prior to noting the cardiac tamponade, ablation was performed. No evidence of steam pop. The flow settings for irrigated catheter were pre: 1 second and post 2 seconds.